Event description:
New information notes that the system was explanted on (B)(6) 2018. The infection was not related to the device or leads. The patient had a total heart block and for that reason, a pacing lead was temporally placed in the patient until the infection was cleared and later the lead was removed, no issue with this lead. A new competitor leadless device was implanted. The leads will not be returned for evaluation. The patient condition was fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the whole system was explanted due to infection. The physician noted that the patient had opened the pocket with his hands. Patient remains under monitored care with an external device, and will have a new system implanted once the infection clears.

Manufacturer narrative:
Analysis was normal. No anomalies were found.